Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may contributed to the kinks near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the smart coil was advanced through its introducer sheath with additional resistance due to the kinks in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, ten smart coils were successfully implanted into the target location. While advancing the next smart coil, the coil was stuck in its initial position within its introducer sheath. It was reported that the smart coil was properly aligned to the microcatheter; however, the smart coil failed to advance after several attempts. Therefore, the smart coil was removed. The procedure was completed using another smart coil of the same size with five additional smart coils, four non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.